Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the wire was kinked in the middle of the device and the loop had evidence of being burned. The device was actuated at the fixture and the device did not rotate due to the device condition. Electrical resistance testing was performed and resistance measured at 13.6 ohms, within manufacturing specifications. The complaint was confirmed, although the device passed the electrical test within specifications, the device was not able to rotate since the wire was kinked in the middle of the device. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare was unable to transmit current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of failure to deliver current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare was unable to transmit current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.